Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified through follow up with the company representative that the patient had developed pneumothorax after the initial right atrial (ra) lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant. The lead was repositioned; however, it was noted a day later it became dislodged a second time. It was noted sensing was lost due to the dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.